Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) in the console and tower to resolve the issue. The system was tested and verified as ready for use. Ccc-tower was returned for failure analysis, and the reported issue was confirmed and replicated. The unit was returned in good condition. The ccc- tower was installed into a golden system, but the tower could not start up. The blue power button was constantly blinking. Communication was checked using localhost:8050, and msc nodes were found missing, displaying "error, got exception." The ccc-tower was placed on the bench, and it was confirmed that the ccc was bricked. The ccc-tower board was unbricked and reinstalled into the golden system. The system started up as expected. Fiber optic light levels on the ccc were inspected using localhost:8050, and all values were within the expected range. Ten power cycles were completed, followed by a fourteen-hour idle period in the golden system; no issues were observed throughout testing. Based on these findings, failure analysis determined the root cause of the reported events on this ccc-tower to be a bricked board.

Event description:
It was reported that hospital staff experienced issues connecting the system after performing generator checks earlier in the day. Initial troubleshooting included attempts by staff to reboot and perform a hard reboot, but these actions did not resolve the issue; the message "system connecting" remained displayed for several minutes. Further troubleshooting guidance was provided to perform another hard reboot, which resulted in the system powering on, though it still would not complete the homing process. Observations included solid blue power buttons on the robot and consoles and a flashing blue power button on the tower . Additional steps were recommended to power down the system, turn off the breaker switch, disconnect the blue fiber cables, and then power up without the blue fiber cable connected. After performing these steps, the tower power button continued flashing blue. The customer reported event has no report of patient injury.